Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 5. The valve was visually inspected: no defects were noted. The valve was hydrated for 24 hours. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The siphon guard was tested. The siphon guard passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-8804, with lot cvjbfz, conformed to the specifications when released to stock in (B)(6) 2016. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Valve did not adjust prior to implantation. Surgeon does use this product as a standard. Additional information received via operating neuro consultant date of operation: (B)(6) 2016. Gender: male. Born: 1942. Procedure: insertion of ventriculoperitoneal shunt. Disruption as follows: a codman certas valve was taken, set at level 8. An initial attempt to flush this valve, albeit gently, proved impossible, with total resistance to flow. The valve was therefore re-enclosed in a double layer of sterile wrapping and re-set to level six; the small magnetic adjusting beam inside the shunt was noted to have moved. Thereafter syringing did produce some csf flow but only with a fair amount of applied pressure. Flow through the valve was therefore tested with a standard manometer and found to be very slow. Whilst some of this may have been accounted for by the inbuilt anti-siphon device, the resistance to syringing seemed to indicate a malfunction. Instead, therefore, a codman hakim valve was taken. Bench testing revealed brisk run-off. A separate codman siphonguard was connected, initially to the distal catheter and then to the outlet port of the valve. The inlet port of the valve was connected to the ventricular catheter. Gentle aspiration from the distal catheter led to good run-off of csf. The distal catheter was then fed into the peritoneal cavity, albeit being somewhat constrained by adhesions. Outcome: normal.